Event description:
Medtronic received info that the pt with this bioprosthetic valve died. It was reported that five (5) days post valve replacement, the pt was found unconscious. It was reported that cardiopulmonary resuscitation (CPR) was performed for an hour, but the pt did not revive. The pt's chest was opened and ventricular rupture was confirmed. No autopsy was performed. The physician reported that it is unk whether the cardiac rupture was the cause of unconsciousness or it occurred during CPR. It was reported that the postoperative period to that point was uneventful.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product release for distribution. No issues were identified that would have impacted this event. Without an autopsy and the return of the valve, no definitive conclusions can be drawn regarding the performance of the valve.